Event description:
It was reported through a case report titled "successful retrieval of broken and entrapped guidewire in a severely calcified chronic total occlusion of the right coronary artery using a 220-mm-long balloon (ihj cardiovascular case reports (cvcr) 5 (2021) 48-51)" that identified the tip of an asahi gaia third guide wire had detached during a percutaneous coronary intervention (pci). Excerpt is as follows: a 7-fr al0.75 guiding catheter (heartrail 2, terumo; tokyo, japan) with side-holes was inserted in the rca via the right femoral artery. An antegrade approach was undertaken using an xt-r (asahi intecc, aichi, japan) with back-up support by a caravel microcatheter (asahi intecc); however, it could not pass the microchannel. A stiffer cto-dedicated gw, gaia second (asahi intecc), was used as an alternative, although it could not penetrate the cto segment. Therefore, a gaia third (asahi intecc) was used; even this gw could not pass the severely calcified cto, and its tip became trapped inside the lesion (fig. 2). We attempted to remove the gw using rotating and pulling motions, which were ineffective and caused the gw tip-coil to unravel. Consequently, the gw completely fractured. Its core was completely ruptured, and a long thin coil filament was also left inside the guiding catheter with its distal end trapped in the calcified cto (fig. 2a and b).we could not determine how much of the gw core and tip remained in the coronary artery and guiding catheter. A percutaneous retrieval procedure was considered necessary.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the written information and referring to known similar events, it was presumed that stress generated with wire manipulation had likely contributed to the reported separation of the guide wire. The applied stress would localize and therefore exceed the product design limit when the wire tip was trapped in the lesion and restricted its movement. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.